Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing dependent patient complained of bradycardia. The patient subsequently presented for remote follow up via merlin.net. With the right ventricular lead exhibiting loss of capture and over-sensing. A chest x-ray confirmed lead dislodgement. The lead was successfully re-positioned on (B)(6) 2020. The patient was stable.